Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood transfer device holder with female luer adapter plastic lip popped off and caused blood splatter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® blood transfer device holder with female luer adapter plastic lip popped off and caused blood splatter. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd technical support services had reached out to the customer for troubleshooting their issue. After further investigation by the customer, it was determined that the cause of the issue was attributed to the medline syringe and not the bd device. The syringes were returned to the vendor. Investigation conclusion: based on evaluation of the retain samples, no issues were observed with the incident lot as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.